Event description:
It was reported that there was a power on reset (por). The patient may had been going through airport security at the time. The device was reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset (por) for critical ram parity error, addr=1b7d, data=82 on (B)(6) 2012. There was one patient alert for por on (B)(6) 2012.